Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-00392. It was reported the doctor was unable to place the trial leads intended for use due to the patient's anatomy. In turn, the trial procedure was abandoned.